Event description:
An endurant ii stent graft system was inserted, however not implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. The aortic neck was 10 mm in length with 60 degree angulation and there was vessel tortuosity present. It was reported that the endurant iliac limb system was unable to be advanced through another manufacturer¿s sheath due to strong resistance. The device was removed from the patient and another shorter endurant iliac limb system was inserted with no resistance and was successfully implanted without issue. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation: the event was not confirmed as the event took place in-vivo and could not be replicated during analysis. In addition, the other manufacturer¿s sheath was not returned with the delivery system. The delivery systems od dimensions at the distal end were all within manufacturing specification. The root cause of the event could not conclusively be determined. If information is provided in the future, a supplemental report will be issued.